Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue reappears.